Event description:
Reportedly, one of the device packaging outer label is bigger than the box or is inappropriately glued, leading to a section of the sticker that is collecting dust, which could be inappropriate in a surgery room (sterile area).

Manufacturer narrative:
Preliminary analysis revealed that the tear-off label, protruding from both sides of the box, is part of a new design. There is no glue on the protruding parts, and the dust most probably came from the environment (where the box was stored).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, one of the device packaging outer label is bigger than the box or is inappropriately glued, leading to a section of the sticker that is collecting dust, which could be inappropriate in a surgery room (sterile area).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, one of the device packaging outer label is bigger than the box or is inappropriately glued, leading to a section of the sticker that is collecting dust, which could be inappropriate in a surgery room (sterile area).